Event description:
Upon insertion and connection of a tacticath ablation catheter we did not get signals on the distal poles. We performed a trouble shoot. We checked all cable connections. We switched pin blocks. We switched pins. The problem still existed. We opened a new tacticath catheter and proceeded with procedure without further issues.